Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer livanova (B)(4) learned that the heater-cooler system was cleaned according to the instruction for use and placed inside the operation theatre. The device was position 2.5-3 meters away from the operation table with the fan pointing away from the patient. The customer planned to send the device back for deep disinfection to livanova (B)(4). Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated. Further test results confirmed the contamination with mycobacterium chimaera. There was no known patient involvement.